Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter zip code exceeds the maximum allowable digits. (B)(6).

Event description:
The customer reported the device constant reboots. During power-on, the rad-97 symbol appears on the display, then displays "powering off." This only occurs on mains power and functions normally on battery power. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device was able to obtain readings on both battery and ac power. While on ac power the device was unable to recognize the home button being pressed, randomly reboots, and shuts down. Internal inspection revealed the voltage on the power key would decrease from 2.98v to 0.53v when both the battery and ac power plug was connected. On the instrument board the resistance was found to be 1.3kohm. Normal resistance on a good instrument board is 250kohm. The failure was isolated to the u11 component of the instrument board. A service history record review reveals this unit has been in the field for over eight (8) months with no previous reported issues related to this reported event. Initial reporter zip code exceeds the maximum allowable digits. Zip code is as follows: (B)(6).